Event description:
Heartmate 3 patient presents with second gastrointestinal bleed event post-left ventricular assist device (lvad) in the setting of international normalized ratio 2.0 and aspirin 81 mg. Pt required 2 unit blood transfusion. Esophagogastroduodenoscopy and colonoscopy failed to identify bleeding source. Aspirin therapy was discontinued following this bleeding event.